Event description:
The customer reported residue and damage on male iui connectors. There was no report of patient involvement.

Manufacturer narrative:
The reported event of iui connector corrosion file was opened to document an event that the customer reported. No devices or logs were returned for investigation. Although no devices were provided for investigation, the photos in the site visit summary confirm the customer¿s generalized report. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer.

Event description:
The customer reported residue and damage on male iui connectors. There was no report of patient involvement.